Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) and shock therapy. The health care professional (hcp) contacted technical services (ts) to determine whether the therapy was appropriate. Ts reviewed the device data and suspected that the two inappropriate shocks and eight anti-tachycardia pacing (atp) bursts were delivered during an atrial fibrillation (af) episode with rapid ventricular response (rvr). During the episode, the elevated ventricular rate reached the ventricular fibrillation (vf) detection zone, which resulted in shock therapy. No additional adverse patient effects were reported. This ICD remains in service.